Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09570. It was reported that the patient is having impedance issues with their leads following a fall. As a result, the patient is not experiencing adequate stimulation. Surgery may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the leads were explanted and replaced, restoring therapy.